Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
The manufacturer representative reported that impedance measurements showed electrodes 8-15 were all greater 10000 ohms. The representative noted that they felt the lead had migrated and an x-ray was ordered. Further information received from the representative reported that no interventions were taken and the cause was unknown. The issues had not been resolved. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.